Event description:
It was reported that a smiths medical disposable caused a smiths medical pump to alarm "no disposable attached".

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. It was received in used condition without its original packaging, decontaminated and inside in a plastic bag. Visual inspection observed there was no damage, kink, cut or condition that could cause failure mode. During functional testing, the sample was connected without problem and passed the accuracy test. The sample also fully primed and the pump was set running and no alarms were activated. The complaint was not confirmed and no actions were taken. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.